Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced unexpected longevity with quick depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted 2012 (B)(6); 383059 lead, implanted 2007 (B)(6). (B)(4).